Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's display was flickering and the bottom portion of the display was unreadable. Complainant indicated that there was no patient involvement in the reported malfunction.